Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg level.